Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed by reproducing the reported symptom of a door not fully latched alarm caused by a loose link screw. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screw was replaced.